Event description:
It was reported that the line was placed on (B)(6), used for chemo on (B)(6) and line ruptured, it was removed on the (B)(6). Pt was treated / required IV treatment of antidote / anti chemo drugs. Worry over extravasation as line ruptured during chemo treatment was being given, and rupture occurred below the cuff.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revi0911 showed no other similar product complaint(s) from this lot number.